Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was claimed that internal leakage test, pressure transducer test and safety valve test failed during pre-use check. There was no patient involvement. Identification of issue has been done by analyzing problem description and service report. According to the information provided by the technician, the air gas module was found defective and replaced. The issue has been resolved and the device was delivered to the user in working condition. The air gas module regulates the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).